Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set had micro holes. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available. However, photographs of the sample was provided for evaluation. Visual inspection of the photographs was performed, which observed a hole in the tubing. The clamp was in the same position where the hole was located. The reported condition was verified. The cause of the hole could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.